Event description:
An astral device was returned to resmed for failing to pass its internal self-test. There was no pt harm or injury reported as a result of this incident. Additional info from the device investigation completed on (B)(6) 2015 determined that a device malfunction caused the astral to fail its internal self-test.